Event description:
It has been reported the pt has been experiencing heating at the ipg pocket site while attempting to recharge the ipg. The pt is working with his physician to determine the next course of action. Surgical intervention maybe undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.